Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by an intermittently seizing motor. The failed motor assembly was replaced.